Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the surgeon stated "obese patient is going to wear this out by stressing product." He thinks product gave out due to continuous stress. Patient was experiencing pain and instability due to breakage in the poly.

Manufacturer narrative:
Review of the provided explant photograph confirms the reported event. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.